Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis treatment on the baxter meridian device. Hcp stated pt complained of shortness of breath and throat tightness. Initially, hcp suspected pt was having a reaction to the dialyzer; however since this event, hcp suspects it was a reaction to the foam in the blood tubing. No medical intervention was necessary and no patient injury was reported.